Event description:
It was reported that the tip of the nitinol guide wire was found to be sharp and not flexible upon opening of the package during operation.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The guidewire was returned without the original packaging. The sample was found to have an exposed wire at the tip which would result in the tip not being smooth. Though a specific cause cannot be determined, a potential root cause could be, "improper material selection/geometry". As no patient involvement was reported the device was not used, however, is intended for treatment purposes. The device did not meet all specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the nitinol guide wire was found to be sharp and not flexible upon opening of the package during operation.